Event description:
Gia 80 stapler was used and fired properly. A reload of the same size (80) was used right after and misfired leaving half of the staples in the patient in the intended staple area and half in the load still.